Event description:
This pt appeared to stop hearing with their cochlear implant, after falling and sustaining a blow to their head. Although the results on an integrity test were indicative of normal device function, the pt was electively explanted and re-implanted in 2004. Subsequent device analysis results confirmed a device malfunction.